Event description:
It was reported to boston scientific that a captivator snare was used during an unknown procedure on an unknown date. During the procedure, the snare could not be used as a cold snare. There were no patient complications reported for this event.

Manufacturer narrative:
Imdrf device code a050702 captures the reportable event of device failure to cut. Device evaluation the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of "loop failure to cut" was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the event description and information provided by the customer there is not enough evidence to determine whether the issue was induced due to the physician's technique during the procedure or was related to a device malfunction, "unable to exclude device problem" is selected as the most probable cause for this event. All compiled information on this investigation determines that the most probable cause is "unable to exclude device problem". No further escalation is required.